Event description:
It was reported that an asymptomatic patient was seen for induction testing. The lead exhibited high impedance during the testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated but not yet begun

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.